Event description:
Reporter noted continuous oil injection into eye when injection has been stopped from unit. Inspection found the hole in the back syringe plunger was too small, creating a one way valve action, not releasing the pressure in the syringe. Felt this could cause injury due to high pressure in eye.